Event description:
The physician gained left femoral access using a 7f ultimum introducer sheath, then a choice floppy 0.014"/182 guidewire and a 7f cordis xb 3.5 to cross the lesion. Following the unsuccessful direct stenting of the calcified mid lad lesion, the maverick2 monorail 20/3.0 mm predilatation balloon ruptured and the lesion plaque perforated, causing a contained hematoma and distal vessel closure. A second attempt to stent the lesion also failed. The maverick2 monorail 20/3.0 mm balloon was inserted and inflated to 2 atms for 184 seconds in an attempt to repair the dissection. This attempt was unsuccessful and was repeated at 4 atms for 180 seconds, but remained unsuccessful. The pt experienced chest pain during this event which was treated and relieved with intravenous morphine. The pt was transferred to surgery for emergent CABG in stable condition. The physician indicated that the balloon rupture may have been secondary to the calcified plaque and the device performance was not connected to the reported event. The pt was discharged in 9/2004 in stable condition with home health care for physical therapy and wound care.

Event description:
It was reported that during a ptca/stenting treatment procedure, the maverick2 monorail 12/2.5 mm balloon ruptured at 14 atms (rbp) on the initial inflation, causing a dissection. The lesion being treated was a moderately calcified, stenotic lesion in a moderately tortuous lad coronary artery. The physician attempted to direct-stent the taxus 3.0/16 mm stent, but was unable to cross the lesion. The maverick2 monorail 12/2.5 mm balloon was inflated to 14 atms at the lesion site to predilate the lesion, and burst, causing a dissection. In an attempt to repair the dissection, the taxus 3.0/16 mm stent was again inserted, but was still unable to cross the lesion. A vision stent was also unable to cross. Then, a maverick2 monorail 20/3.0 mm balloon was inserted in an attempt to repair the dissection with a long inflation, but was unsuccessful. The pt was stable and transferred to surgery. Additional info has been requested regarding this event.